Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to confirm compromised force sensor system alarm due to motor error alarm. The pump passed displacement test, self-test and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked reservoir tube lip and minor scratches on display window. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.